Event description:
N/a

Manufacturer narrative:
Tw (B)(4) updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/13/2026. An investigation was conducted on 03/17/2026. A visual inspection was conducted. Sign of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. The blue toggle was manipulated to open and close the jaws. The jaws were able to be closed and opened with no physical or visual difficulties observed. When the jaws were closed, the jaws were in alignment and there were no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the devices as well as the evaluation results, the reported failure "material twisted/ bent jaws" was not confirmed. The lot # 3000525868 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during procedure the vasoview hemopro 2 jaws became less efficient at cutting branches. The cutter was retracted out of the cannula to inspect the jaws of the cutter and that is when was noticed that the jaws have gone out of alignment and were not properly opposing. The cutter was set aside and opened a new kit to finish the case. Customer stated that she followed the proper tip-up insertion of the cutter into the cannula without issues. There was no harm to the patient. No patient info was provided. Minimal delay.